Event description:
It was reported the patient received the following results on different days within 15 minutes: on (B)(6) 2020: reading of 35 mg/dl at 1:48 pm, reading of 172 mg/dl at 1:49 pm, no symptoms. Able to self-treat. On (B)(6) 2020 reading of 30 mg/dl at 7:59 am, reading of 147 mg/dl at 8 am, no symptoms. Able to self-treat. On (B)(6) 2020 reading of 25 mg/dl at 5:30 pm, reading of 118 mg/dl at 5:31 pm, no symptoms. Able to self-treat. On (B)(6) 2020 reading of 29 mg/dl at 4:18 pm, reading of 172 mg/dl at 4:19 pm, no symptoms. Able to self-treat.